Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was not returned to the manufacturer and hence no evaluation was performed. (B)(4).

Event description:
On (B)(6) 2013, at (B)(6) center, san francisco, ca, while using a cardiohelp base unit (B)(4) on a patient the hospital reported that the arterial pressure (part) reading did not show a value. There was no patient impact and the cardiohelp unit continued to be used. (B)(4).